Event description:
Boston scientific received information that this implantable pacemaker and right ventricular (rv) lead experienced loss of capture at maximum outputs and no pacing impedance measurement available in all configurations the day following implant. No visible pacing artifact was observed despite the ventricular pace. During commanded impedance testing, the value obtained was n/r with the message "data cannot be collected at the present settings." Sensing was acceptable. All right atrial measurements are acceptable. A chest x-ray was performed which confirmed no dislodgement. Boston scientific technical services consultant was contacted, whom provided troubleshooting techniques which were unsuccessful. Subsequently, a revision procedure was performed and the device was replaced successfully. This was concluded to be a device issues. Currently, the lead remains implanted and in service. No adverse pt effects reported. Should additional information become available this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Non-lead malfunction due to issues with a competitor's device.